Event description:
It was reported that externalized conductors were found via fluoroscopy. All measurements were in normal ranges. The physician will continue to monitor the patient at regular intervals.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.